Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-2-uni-celect. Similar to device under 510(k) k090140. Summary of investigational findings: investigation of the returned device; the femoral introducer with attached filter inside the blue sheath was returned. Approximately 15cm from the distal end two secondary filter legs penetrate the sheath. Approximately 15,5cm from the distal end the sheath is twisted and a beginning penetration by filter hook. The sheath is cut approximately 11 cm from the distal end and the cut part is very kinked and squeezed. Most likely the resistance was met during advancement which caused penetration of sheath. Under normal conditions the sheath is strong enough to accomplish the procedure, but it has been seen before that the sheath may kink if somehow exposed to excessive force. If filter is advanced through a kinked sheath, the filter may exceed the sheath wall. No evidence to suggest that filter was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: filter stopped in sheath. Sheath and delivery system retracted to point where access was maintained but filter could be visualized. On inspection at two fracture/wear points the head and two feet of the filter were outside of the delivery system. The physician said that on inspection he felt that the delivery system was quite flimsy. Additional information received: 5fr pig in ivc; put 180 amplatz; pre dilator; sheath + dilator handed to dr assembled; went into ivc fine; marked the renals; put filter into sheath - filter stopped in sheath. Sheath and delivery system retracted to point where access was maintained but filter could be visualized. On inspection at two fracture / wear points the head and two feet of the filter were outside of the delivery system. Dr suspected scrub nurse could have damaged prior to insertion. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.